Event description:
It was reported that this lead right ventricular lead was an attempted implant. After initially positioning the lead, the parameters were not desirable. The physician repositioned the lead and subsequently, the helix could not be extended or fixed. Removing the lead from the patient did not resolve the issue. The patient had a contagious condition, and the lead was retained by the hospital. No adverse patient effects were reported. It was additionally reported that the sensing value was always lower than 3.0 mv, and the physician could not accept this parameter to ensure safety. The threshold and impedance were acceptable. The procedure was not completed as there were no other leads available. The wound was sutured temporarily, and the procedure was to be performed at an elective time. The patient was positive for syphilis and thus the lead will not be returned.